Event description:
The anecdotal information received from the customer by on-site bd clinical personnel suggests that the customer's report is of historical experiences with the alaris system with allegations of channel disconnects occurring due to iui contamination and/or damage.

Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
During a site visit, the customer reported observing channel disconnects and channel failures on an unspecified number of devices during surgical cases when the infusion pump was moved or the infusion pole was bumped. No specific event or patient information was provided, and devices were not sequestered. No patient harm was reported.